Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported shaft separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. The reported patient effect of dissection, as listed in the multi-link vision, rx and otw, international, instructions for use (IFU), is a known patient effect that may be associated with the use of a coronary stent in native coronary arteries. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a heavily calcified posterior descending artery. A 3.5 x 8 mm vision stent delivery system was being advanced; however, it could not cross the lesion and a dissection occurred. Then the proximal shaft separated outside the anatomy. A 3.5 x 28 mm vision stent delivery system was advanced to the lesion to treat the dissection but after positioning the stent implant it was noted it was dislodged from the balloon. It is unknown how the procedure was completed. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other rx vision referenced is being filed under a separate medwatch MFR number.